Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 5.0 x40,135cm charger balloon catheter was advanced to the lesion and dilated. When the balloon was deflated, it was noted that the balloon would not come off the non-bsc wire. The balloon was pulled out from the patient with the wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device returned to MFR.: the device was received with a 0.034 inch wire trapped inside the balloon catheter. An examination of the balloon catheter and the guidewire lumen found that the device and guidewire were rotated and coiled around each other which prevented the withdrawal of the wire. This damage was noted distal to the strain relief. The shaft was stretched at this location. The outer diameter of the exposed section of guidewire was measured to be within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 5.0 x40,135cm charger¿ balloon catheter was advanced to the lesion and dilated. When the balloon was deflated, it was noted that the balloon would not come off the non-bsc wire. The balloon was pulled out from the patient with the wire. The procedure was completed with this device. No patient complications were reported and the patients status is fine.